Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being removed for unknown reasons. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.